Manufacturer narrative:
Complaint sample was not returned for evaluation. Sealed lenses of the same lot were returned and were evaluated; the results of the testing performed were within specification. A review of the lot device history records is ongoing. Additional medical information has been requested but has not been received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported poor visual acuity upon initial use of product. Consumer soaked lens for an unspecified period of time and then re-inserted the lens without issue. However, the next day the consumer reported experiencing difficulty opening their left eye and reported eye pain. Consumer visited an eye clinic the following day. It was reported that the doctor noted scratches on the consumer¿s left eye and prescribed hyalonsan ophthalmic solution, flumetholon ophthalmic suspension, and cravit ophthalmic solution. Consumer reported that the eye pain intensified and that they visited another clinic. It was reported that the doctor at this clinic prescribed tarivid ophthalmic ointment and an eye bandage. Consumer reported that the doctor noted a wide corneal abrasion. Information obtained from the healthcare provider indicates that the abrasion penetrated bowman¿s membrane but did not leave a residual scar. Consumer reported that the doctor noted contact lens wear as a possible cause of the event. Consumer indicated that at the recommendation of the second clinic, she visited a hospital a few days later. There was no report of medical treatment associated with this visit. Consumer then proceeded to utilize a right-eye contact lens. At this time, the consumer reported discomfort in her right eye and then eye pain as the day progressed. Two days later, the consumer visited an eye clinic and reported that the doctor noted a corneal abrasion now on her right eye. Tarivid ophthalmic ointment, hyalonsan ophthalmic solution, and cravit ophthalmic solution were prescribed. Consumer reported following up with her healthcare provider three more times. Consumer reported that on the third occasion her doctor indicated both abrasions had healed. Doctor was reported to recommend temporary suspension of contact lens wear. Consumer is recovered. Additional medical information has been requested but has not been received.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.